Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the tibial articular surface provisional fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. Visual inspection determined that tibial articular surface provisional(tasp) exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off. Fragment not returned. This device was manufactured in february of 2014 and had an approximate field life of two (2) years with an unknown frequency of use. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. This device is used for treatment. Surgical notes were not provided. As the event is related to an instrument, implant compatibility is not applicable. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.